Manufacturer narrative:
A review of the device history record traceable to the reported lot number indicates that the product was processed and released according to the product¿s acceptance criteria. The returned sample was visually inspected and confirmed three vertical cuts on the probe manifold. The damage appeared to be cut by a sharp razor blade. The returned manifolds, connectors, components and cassettes were found to be in good condition. The connectors were connected to the cassette without any interference. The ball in the drip chamber¿s check valve moved freely per specification. The non-invasive flow sensor (nifs) on the cassette housing was in good condition. The led rings on the console turned green as the probe connectors were engaged to the console indicating the proper communication between the probe and the console. The sample could prime and pass intra ocular pressure (iop) calibration successfully. No anomalies were observed during priming. No system message code was generated during testing. Fluid flowed from the balanced salt solution (bss) bottle to the drain bag without any interfering. No leakage was detected from the pump elastomer or on the pump area of the fluidics module. The infusion, irrigation, and aspiration pressure were measured at multiple set points and met specifications. Toggling the infusion and the fluid/air exchange (f/ax) modes, fluid and air flowed from the cassette to the infusion line continuously without any bubble in various settings in all sub modes. Cleaning process was able to be performed after functional test had completed. While the returned sample passed during laboratory testing, the root cause for this customer complaint could not be conclusively determined as the returned condition of the probe indicated cuts on the manifold. The most likely root cause of this error could be during manufacturing handling of the probe or during user handling prior to surgery. Action will not be taken for this occurrence. After an investigation of this complaint and analysis of complaints of this nature confirm no unfavorable trend for this event. No adverse trends have been observed associated with the reported product and event. Quality assurance has reviewed this complaint and will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported that cassette did not aspirate during cataract surgery. The surgery was completed by replacing with another one. There was no patient involvement.